Event description:
The right side reclining back lower link is broken and tilt actuator is not working properly.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.